Event description:
The customer obtained a non-reproducible, lower than expected vitros glu patient result for a single patient sample (sample result < 20 mg/dl) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient sample was repeated, and a repeat glu patient result was reported (repeat sample results = 490, 466, and 496 mg/dl). There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros glu patient result was obtained while using the vitros 5,1 fs analyzer. A definitive root cause could not be determined for the event. However, pre-service marker precision testing was unacceptable, and an ocd field engineer identified multiple instrument issues that required repairs and adjustments. Therefore, this suggests that an instrument related issue most likely contributed to the event. Following these service actions, acceptable vitros glu performance was observed. There is no evidence that the vitros glu slides malfunctioned.